Manufacturer narrative:
The complaint was confirmed based on the device evaluation. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during testing conducted at the user facility the tip of the device was found to be broken off. Although requested, the user facility was unable to provide any further details surrounding the event.

Event description:
It was reported that during testing conducted at the user facility the tip of the device was found to be broken off. Although requested, the user facility was unable to provide any further details surrounding the event.